Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: on (B)(6) 2022, the pediatric cvc was inserted. Between the (B)(6), the bandage around the catheter had to be redressed on a few occasions due to it slipping (humidity). On (B)(6), there was evidence of leak on the catheter after starting an infusion. There was a halo of liquid identified in the bed of the patient at the level of the dressing 30 minutes after it was reapplied. No patient harm was reported. The patient was switched from intravenous treatments to intramuscular treatments because the central line was unavailable. The cvc was removed and a new cvc placed the next day under general anesthesia. It was reported the patient remained hospitalized at the time of this report.

Manufacturer narrative:
(B)(4). The customer returned one 2-l cvc for analysis. The catheter body was intentionally truncated adjacent to the juncture hub. Visual inspection of the returned catheter and extension lines showed no obvious defects or anomalies. The distal portion of the catheter body could not be visually inspected as it was not returned for analysis. The catheter body total length measured 1/2" which is not within the specification of 1 25/32"- 2 3/16" per catheter product drawing. This indicates that at least 1 7/32" of the catheter was not returned for analysis. The catheter body outer diameter measured 0.056" which is within the specification of 0.0558" - 0.0562" per catheter extrusion product drawing. The distal portion of the catheter body could not be dimensionally inspected as it was not returned for analysis. Functional inspection was performed on the returned catheter to recreate the product's intended use. The instructions for use (IFU) provided with this kit states: "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." Both extension lines flushed as expected. The extension lines were tested for liquid leakage per amrq-000071 rev. 12 (bs en iso 10555-1 annex c) which states that no liquid leakage should form in one or more falling drops of water when tested at 300kpa for 30 seconds. Each extension line was separately attached to the leak tester, the distal tip of the catheter was occluded, and the leak tester was turned to 300 kpa for 30 seconds. No leaks were found anywhere on the returned portion of the catheter body or extension lines. The distal portion of the catheter body could not be functionally inspected as it was not returned for analysis. A manual tug test confirmed both extension lines were fully secured within the luer hubs. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of a catheter leak in use could not be confirmed by complaint investigation of the returned sample. The returned portion of the catheter passed all relevant functional and dimensional requirements, and a device history record review was performed with no relevant findings. No leaks were observed anywhere on the extension lines or the returned portion of the catheter. Given that the returned catheter was intentionally severed, and the severed portion was not returned, it cannot be confirmed whether a leak was present on the severed portion of the catheter. Based on these circumstances, the probable root cause for this complaint could not be determined without the entire catheter body returned for analysis. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The complaint is reported as: on 15 february 2022, the pediatric cvc was inserted. Between the 15th and 19th of february, the bandage around the catheter had to be redressed on a few occasions due to it slipping (humidity). On 20 february, there was evidence of leak on the catheter after starting an infusion. There was a halo of liquid identified in the bed of the patient at the level of the dressing 30 minutes after it was reapplied. No patient harm was reported. The patient was switched from intravenous treatments to intramuscular treatments because the central line was unavailable. The cvc was removed and a new cvc placed the next day under general anesthesia. It was reported the patient remained hospitalized at the time of this report.